Manufacturer narrative:
The field service engineer (fse) spoke to the customer via telephone and the customer located and replaced punctured tubing at pinch valve (pv37) to resolve the leak. The fse did not go to the customer site for this event. (B)(4).

Event description:
The customer reported a blue fluid leak of approximately 5ml from the bottom of a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was unable to locate the source of the leak, and requested a service visit. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.